Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 500 mcg/ml; 75 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported the patient experienced a sudden change in therapy. The patient had a fever, their back was red and they had severe spasms. They wanted to do a side port access. Cerebrospinal fluid (csf) was aspirated and the fluid was red tinged. The mother questioned what was in the fluid since the needle had gone through the patient¿s skin. The hcp clamped and changed the syringe to ensure that all of the sample was csf. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The red tinged csf fluid was clarified that the patient experienced an infection. The system was explanted the day after the side port study was done. The red tinged csf fluid and symptoms were resolved after explant. The patient¿s weight at the time of the event was unknown. Patient¿s relevant medical history was unknown other than a diagnosis of cerebral palsy and spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The issue was not with the device. The device was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.